Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that sporadically defective. Spatula is recognized by the device, but image is repeatedly not displayed. Blue led lights up, but no image visible on monitor. No negative impact in state of health reported.